Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock in primary vector due to noise oversensing. Boston scientific technical services (ts) reviewed the device data and x-rays and discussed there is no clear evidence for a system integrity issue. The patient was seen in-clinic and isometric testing was not able to reproduce the noise and a good secondary vector was not possible to be found. Further recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.